Event description:
The complainant reported that the clinical staff noted an ongoing device position in aorta alarm. A bedside echocardiogram demonstrated that the device was appropriately positioned. The patient remained stable with normal flows, pulsatile motor current, and purge pressure correlating with the arterial line. The user¿s questions were addressed, and guidance was provided on disabling the audio alarm. No clinical impact to the patient was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: 69 year old female with cp placed as a result of ami /cs. Aic with alerting to an impella malposition alarm yet bedside echo demonstrates proper placement. No patient consequence. Engineering assessment: during impella cp support, impella position in aorta false alarm occurred. There was an ongoing impella position in aorta alarm, despite bedside echo indicating proper position. Pump performance was normal and patient was stable. Position alarms were disabled due to this false alarm. This is considered a reportable malfunction.

Manufacturer narrative:
Updated information: b5 narrative updated. D2a/d2b corrected. D9 device return date added. H3 changed to yes. H6 component code g04035 changed to g07001. The investigation for the impella position in aorta alarm has been completed. Impella position in aorta alarm triggered correctly therefore the console performed as expected and no problem was found.